Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During insertin of the twinfix screw the blue part separated from the yellow part.

Manufacturer narrative:
The reported event that cannulated compression screw alleged 'breakage during surgery' could be confirmed. Based on the investigation, the root cause was attributed to be user related. The failure was probably caused by the application of excessive force in the screw. The device was returned but, due to the small dimensions of the screw, the lot number could not be identified. The screw was returned disassembled with the blue and yellow part separated. There are small deformations visible on the locking parts of both yellow and gold parts. The deformations observed were caused by the application of excessive force to the screw and due to this, both parts of the screw separated. Note, as stated in the IFU (90-01927): the product must be carefully handled and stored. A damaged or scratched implant can adversely affect the strength of the product and its resistance to fatigue to a considerable extent. The implant must not, under any circumstances, be reused after having been inserted once. Even if the product appears to be intact, previous stresses may have created faults that can reduce the life span of the product. The user must be familiar with the instruments prior to use and should have checked to ensure that both the implant and instruments used are intact.'' [Original statement(s)]. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
During inserting of the twinfix screw the blue part separated from the yellow part.